Manufacturer narrative:
After receiving this complaints, we didn't find another complaint on the lot number 9754786. On (B)(6) 2025, the sample was not received and without sample we cannot do more than documentary investigation which revealed no anomaly in relation to the describe defect. According to the elements known, the quality database was checked and revealed no anomaly in relation to the describe defect. No root cause could be define for this issue. Please note that according to the IFU (sh4003), connection recommendations have changed with the new steerable pusher: the steerable pusher can be connected to the vesical end of the double loop ureteral stent as follows: ¿ check that the blue connector is correctly screwed to the other connector. ¿ place the pusher on the guidewire and insert the end of its inner tube in the vesical part of the stent. ¿ the bevelled end of the inner tube must be fully inserted. A similar case study was performed based on jj vortek, defect: disconnect from august 2020 to august 2024, no similar case was found. The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.

Event description:
According to the available information, during the operation, when the stent was being inserted into the kidney, the pusher was detaching itself from the stent, preventing the drain from being mobilized at the level of the kidney for effective implantation. The device was changed.

Event description:
According to the available information, during the operation, when the stent was being inserted into the kidney, the pusher was detaching itself from the stent, preventing the drain from being mobilized at the level of the kidney for effective implantation. The device was changed.